Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a single barrier labeled as m654. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested, and the following was obtained: note by (B)(6), md on (B)(6) 2025. Thoracic surgery. Rar dob: on (B)(6) 1952. Pre-operative diagnosis: sternal nonunion. Procedure: redo sternotomy, sternal debridement, removal of sternal wires, complex sternal reconstruction with plates and talon plates, repair of right ventricle, right upper lobe wedge resection, right femoral arterial and venous sheath placement. Surgeon: (B)(6), md anesthesia type: general & post op pain block. Estimated blood loss: 1200 ml. Specimens ¿ sternal tissue & right upper lobe wedge ¿ tests: surgical pathology exam findings: good closure of the sternum, good quality of the bone on both halves. Transverse fracture in the third costal space on the left side. Multiple lacerations in the right ventricle were encountered during dissection off the left half of the sternum. 3 talon plates, in interspace 2 (17mm small), 4 (14mm small) and 5 (20mm medium) to double wires and a hockey puck plate on the manubrium. 1h plate across the third intercostal space. Indication for procedure: the patient was found to have a sternal wound dehiscence/nonunion. The patient was recommended for a debridement and possible plating. The patient was found to be a safe surgical candidate. He was counseled, consented, and scheduled, and he presents today for that procedure. Description of procedure: the patient was brought to the operating room and after adequate IV and inhalation anesthetic the patient was intubated with a bronchial blocker. After successful induction of anesthesia, timeout was performed. The chest, neck and abdomen were prepped and draped in sterile fashion. 15 blade scalpel was used to make an incision to excise the old scar. Cautery was used to control hemostasis. We then open the incision down to the sternum. We exposed all 7 sternal wires. We then exposed the strernum on the right and left side of the sternum. During the dissection of the left hemisternum off of the mediastinum there were several areas of injury to the right ventricle. We held pressure with everest and sponges until we could dissect the heart free from the sternum. During this time we also cannulated the right femoral artery and vein with 6 and 8 french cannulas respectively without difficulty. At this point we then could use interrupted prolene sutures with pledgets to control the bleeding and repair the holes in the ventricle. One we had done this we then worked on the right side of the sternum. During the dissection of this there were multiple holes placed in the right upper lobe of the lung. We then dissected the lung off of the pericardium, sternum and heart. Once we had done this we then used the bronchial blocker to deflate the right lung. We then did a wedge resection of the air leaks/holes in the right upper lobe using and endo gia blue stapler. We then sent the lung off for permanent pathology. We exposed the intercostal spaces. It ranged from 10mm of a gap between sides of the sternum. We then circumferentially dissected around the edge of the 2nd-5th intercostal spaces. We placed talon plates in the 2nd, 4th and 5th intercostal space. We then closed the talon plates in the sternum body felt quite intact. We placed 2 double wires and a boomerang type plate with 4 screws to secure the manubrium. We then placed a ladder plate across third intercostal space and secured it in place using 6 screws. At this point the sternum was quite stable. We inspected for bleeding and found none. We then irrigated using antibiotic irrigation. We then placed vein powder and surgicel powder in the wound. We then closed the deep layers using #1 vicryl. We then closed the subcutaneous layer using 3-0 vicryl suture. We then closed the skin using 4-0 monocryl subcuticular suture. There was then cleaned and dried and dermabond was applied. The prevena wound vac was then applied. The patient was then awakened and taken to the recovery room in stable condition. All instrument, sponge and needle counts were correct. I was present for the entire procedure. Dr. (B)(6) performed the sternal debridement and wire removal and will dictate that portion of the procedure. We should be billed as co-surgeon¿s for this procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the following information on the authorization to use or disclose information form: your surgeon¿s name, email, phone number, address. Your signature. Please scan the signed form and email back to ethicon.

Event description:
It was reported by the patient that they underwent an unknown surgery on (B)(6) 2024 and suture was used. The patient was told during the post-op surgeon's visit on (B)(6) 2024 that they may experience some "crackling noise" in their chest which should eventually go away. It never did go away, and actually got worse over time. The repair surgery to replace the broken suture with metal plates (rigid sternal fixation) was done just over 3 weeks ago on april 21. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number of the product used? Was the procedure completed successfully?.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7. Additional h6 health effect - clinical code. Additional information was requested, and the following was obtained: name of index surgical procedure? CABG. The diagnosis and indication for the index surgical procedure? Coronary artery disease, multivessel. How was the suture tied (square knot or multiple knots one end)? Sternal wire twisted in normal fashion. Did the suture break? At some point post-op. What caused or contributed to the sternal dehiscence? Patient factors- bone quality, sternal non-union increased post op coughing, unknown? Were there any patient stress factors that precipitated the event of suture breakage post op? Nothing atypical. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during the re-operation? One of the 7 wires was broken. Please describe the appearance of the suture during the second procedure. Broken wire at the tie. What symptoms did the patient experience following the index surgical procedure? Onset date? Sternal movement and pain. Other relevant patient history/concomitant medications? Diabetes. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Sternal halves pulled apart prior to full healing. What is the patient's current status? Sternum reconstructed. Doing well.